Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test and displacement test due to broken reservoir tube lip. However, unit was received passed rewind test, prime/compromised force sensor system test and excessive no delivery test. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of incident and blood glucose value was 169 mg/dl at the time of call. Customer treated with bolus. Customer reported that they contacted their healthcare professional regarding the high blood glucose level. Customer stated that she had been having high blood glucose values form the 200 mg/dl to 300 mg/dl. The customer also reported that the insulin pump had a crack on the reservoir compartment. Insulin pump will be returned for analysis and a replacement pump will be sent.